Manufacturer narrative:
As the date of this report the investigation is pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device broke at the start of a cervical polyp resection. Surgeon took another loop to complete surgery. Imaging techniques had to be used to locate the broken part. An additional hysteroscope and special forceps were used to remove the part. In total the surgery was prolonged for 30 minutes. No negative impact in state of health reported.